Event description:
Customer reported having issues with the insulin pump. Customer states that she fell into the ocean with the insulin pump. There is fluid under the lcd display. The blood glucose reading is 85 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer. The insulin pump was received with no down button response due to corroded keypad traces also, moisture damage was found on electronic and motor assemblies. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.